Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: the device did not meet its projected longevity. The cause of the early battery depletion was high current drain. Failure analysis determined there was excess current directed to the integrated circuit that supports pacing functions and telemetry circuits.